Event description:
It was reported that the intended procedure was a diagnostic turned therapeutic colonoscopy. The placing of the endoloop went according to protocol and plan. However, at the moment it had to be released, the metal part would not come loose from the endoloop. The user repeated the action to release the endoloop to get it loose and after this action, the handle felt completely loose, and the user saw that the wiring had snapped. The endoloop was nicely placed around the polyp. The user cut off the handle, brought the scope out, re-advanced the scope, and the user was able to loosen the end of the endoloop with the wiring attached to it with a loop cutter and remove it from the patient. The procedure took 38 minutes longer than scheduled and was completed with the same device. The device was inspected before the procedure and no abnormalities were seen when the endoloop was taken out of the packaging.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and the legal manufacturer's final investigation result. The device with lot number 3yv with supplemental information number of "08" was returned and a visual inspection on the received condition of the device was performed. The handle was deformed, and the operation pipe was broken. The broken portion of the operation pipe had the characteristic shape that appear in ductile fracture. Furthermore, the coil and tube sheath were buckled. The hook presented no abnormalities such as deformation or bending. The distal end of the loop was cut, and the coil and tube sheath were cut near the handle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation result, the root cause of the event could not be determined. A likely mechanism causing the reported event might be one of the following: mechanism 1. 1) the loop was placed around the body tissue. 2) the tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. 3) the slider was pulled to tighten the loop. 4) because the distal end of the coil was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. 5) the hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. 6) pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. 7) the slider was forcefully operated in state of ¿6¿ description causing the operation pipe of the slider to deform and break. Mechanism 2: 1) the sheath was bent near the handle. 2) the operating wire could not move because sliding resistance between the sheath and the operating wire increased. 3) the operating pipe deformed and broke because the slider was forcefully operated. 4) due to above, the loop could not detach from the hook. Based on the event description and confirmation result, it is determined that the parts near the handle were destroyed by a cutter for an emergency measure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information as reflected in b5. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the manufacturer report number 9614641-2025-80011 (patient identifier (B)(6)).

Event description:
It was initially reported that during a diagnostic turned therapeutic colonoscopy due to a polyp using an endoloop, the loop in the intestine did not go smoothly in and out of the sheath as if there was something in the sheath at a certain point that made it not flexible. A clip was used instead of the endoloop and then the polyp was removed. It was additionally reported that at the moment the sheath was withdrawn, causing the endoloop to come out, there was a pause as if the sheath had to go over a small bump. This was slightly noticeable so the dysfunction of the endoloop was not considered. The endoloop was inspected prior to the procedure and no abnormalities were seen when the endoloop was removed from the packaging. The endoloop also slid smoothly into the sheath when it was placed over the loop in preparation (outside the patient). It was further clarified that there were 2 endoloops used that in total extended the procedure by 38 minutes. Initially, the first endoloop did not go in and out of the sheath smoothly. The second incident then happened namely the handle broke off of the second endoloop. This report is for the second endoloop.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an unspecified procedure using the endoloop, the pin in the handle broke off when the loop was already around the polyp. With a lot of effort, including cutting the sheath with pliers, the system could be removed from the scope. There were no reports of patient harm. Additional information was requested but no further details were provided at this time.